Event description:
It was reported that after a da vinci-assisted nipple sparing mastectomy with bilateral implant reconstruction as part of a clinical investigation (clinical ide study: a prospective, multicenter investigation of the da vinci® xi¿ surgical system in nipple sparing mastectomy (nsm) procedures), the patient developed right-sided nipple areolar complex (nac) ischemia. Per the study, the flaps and nipple were viable at the completion of the dissection. The spy system was used to assess perfusion on both sides. The mastectomy procedure was completed as expected with no reported patient harm, adverse outcome, or injury. There was no malfunction of a da vinci system, instrument, or accessory. Post-operatively, the patient developed mild darkening of the right nipple. The root cause of the post-operative ischemia could not be determined as the isi clinical safety specialist (css) is awaiting source documents for adverse event onset and follow up notes from the site. The site has noted an intraoperative complication, but the css does not have details at present but will query the site. The patient was instructed on (B)(6) 2022 to continue monitoring and apply nitroglycerin ointment (nitropaste) twice a day (bid) to the nipple area. A pathology report on (B)(6) 2022 noted no abnormal findings on both sides.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted nipple sparing mastectomy with bilateral implant reconstruction, the patient developed right-sided nac ischemia. As a result, the patient was instructed to continue monitoring and apply nitroglycerin ointment (nitropaste) twice a day (bid) to the nipple area. The cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.